Event description:
It was reported that during an unk procedure, the device would cut but stapled partially. Some staples would not hold. Bleeding. The surgeon finished the procedure with manual sutures. There was no pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.